Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error multiple times during bolus delivery. The device also alarmed no delivery. The customer's blood glucose was 250 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion and displacement tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside the device and passed testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.